Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer had a broken display bezel. Analysis also found the ECG (electrocardiogram) connector had a cracked solder joint on the lem (link electronic module) printed circuit board assembly. The system fan was noisy fan. Concomitant medical products: product ID 229047 analyzer. (B)(4).

Event description:
It was reported the programmer was dropped and had a broken monitor / display casing. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.